Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to a motor encoder signal out of phase. Unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to the motor error alarm. A scratched lcd window and cracked battery tube threads noted.

Event description:
Customer stated the insulin pump shut off. Customer passed out from low blood glucose levels due to not eating enough and was rushed to the emergency room. Customer couldn't perform infusion set change because of an issue with priming and rewind. Advised the customer a false motor error alarm may be caused by viewing thr sensor glucose graph while the pump is delivering a bolus. Nothing futher reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.